Manufacturer narrative:
2 of 2 devices were returned for evaluation. The evaluation of the two devices found chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where midwest tradition handpieces would not hold dental burs. There were no injuries in any of the two events.